Event description:
It was reported that during the implant procedure after the pocket was closed; the right ventricular lead exhibited loss of capture, low pacing impedance and loss of sensing. The device was reprogrammed and it did not resolve the issue. The lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.